Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
A healthcare provider reported that stim 1 was working intermittently during the procedure. There was no patient impact.

Manufacturer narrative:
Analysis found that the p/I pcb had a failure. The customer's reported complaint was confirmed. Replaced defective p/I board, broken cable clip with worn wave washer and cracked enclosure box. The device was tested and passed all manufacturing specifications. (B)(4). If information is provided in the future, a supplemental report will be issued.